Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was reported the catheter disconnected from the pump. It was reported the catheter and baclofen were being reconnected the day of report. It was noted the patient had been without baclofen four about 6-7 hours and the health care provider (hcp) would like to give them a bolus. Additional information reported, the patient was doing well. It was noted there were no symptoms to begin with. It was reported the patient had an orthopedic spine fusion on (B)(6) 2014 and afterwards, the catheter was reconnected in the back and fully aspirated. It was stated the manufacturer representative helped prime the length of the implanted catheter. It was stated the pump and catheter were not replaced. The pump was used to deliver gablofen.